Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the trocar would not maintain "pneumo". Another torcar was used to finish the case. The trocar came from a fdc15 kit. There was no consequence to the pt.